Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The user reported an infection at the insertion site and sought treatment at the emergency room on (B)(6) 2025 due to the infection. The user reported being prescribed two different antibiotics for a duration of 10 days, starting on (B)(6) 2025.

Event description:
Senseonics was made aware of an incident in which the user reported an infection at the insertion site and sought treatment at the emergency room on (B)(6) 2025 due to the infection. The user reported being prescribed two different antibiotics for a duration of 10 days, starting on (B)(6) 2025.